Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. It was also noted that the transvenous defibrillation lead system was exhibiting low shocking impedance measurements. Shocking lead integrity tests also resulted in a low out of range impedance measurements. It was confirmed that the cause for the beep tones was the low shocking lead impedance measurements.